Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, he no longer has good close up vision. He reported that his distant vision is fine now and always has been. He reported that since the implant, he can't drive or read anything and has to use a magnifier. He stated that he expects to be able to see without glasses. He reported he has followed up with his surgeon about this issue and stated that the surgeon gave drops to use but they do not work. He stated he does not know the name of the drops. Additional information was provided by the consumer, who reported that on the first postoperative day the distance and near vision were blurry. Since then the distance vision has cleared up but cannot see at near or intermediate. He also reported slightly distorted distance compared to the other eye. No further information is expected as the reported declined to provide a contact phone number or email.